Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable came apart at the hub that plugged into the hemopro 2. The cable was removed and a new cable was brought in and the procedure was completed without further incident. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: d4,g4,g7,h2,h3,h4,h6,h10. Internal complaint number: (B)(4). This is a reusable OEM device; therefore, a lot history review/serial number review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The c of c is available for review as an attachment to the record. The device was returned to the factory for evaluation on 15jul2020. An investigation was conducted on 22jul2020. A photographic evaluations was conducted. Sign of blood was observed. It was observed that the connector end that was attached to the handle of the harvesting tool, had a break in the cable below the connector without detachment. One end of the connectors on the cable was found to be pulled and the inner components were exposed. Signs of clinical use and no evidence of blood was observed. A visual inspection was conducted. It showed that the connector end that was attached to the handle of the device, had a break in the cable. Cable on one connector end was found to be pulled and the wires were exposed. The other connector end was observed to be intact, no visual defects were observed. Based on the returned condition of the device, the reported failure "break; cord" was confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable came apart at the hub that plugged into the hemopro 2. The cable was removed and a new cable was brought in and the procedure was completed without further incident. The hospital did not report any patient effects.